Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the disposable handpiece stopped working. No further info was known and no adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 08/07/2008. Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch - 2210968-2008-00677 and medwatch 2210968-2008-00678. The same pt is represented in each medwatch.